Event description:
The company was informed that the pt was experiencing ulceration and redness at the headpiece site. The doctor prescribed a local antibiotic (ulcaderma) and the pt did not use the device for one week. The pt resumed device use and the symptoms returned. External equipment was exchanged and less redness was reported. No infection was found. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.